Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of gastrointestinal bleeding event from (B)(6) 2016 is covered under medwatch MFR# 2916596-2016-01231. (B)(4). Approximate age of device- 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for anemia secondary to gastrointestinal (gi) bleeding. The gi bleeding was felt to be the same ongoing gi bleed that started in (B)(6) 2016. On admission, the patient had a supratherapeutic inr of 2.9 (goal of 2.0-2.5) and hemoglobin of 6.0 g/dl. The patient was transfused with 3 units of packed red blood cells. Due to ongoing bleeding, the patient underwent a double balloon enteroscopy on (B)(6) 2016, which identified an adherent clot in the stomach and one bleeding arteriovenous malformation (avm), which was injected with epinephrine with successful hemostasis achieved. The patient received fresh frozen plasma for the procedure and then required brief heparin drip for bridging until their inr was greater than 2. The week following the procedure the patient continued to have occult gastrointestinal bleeding requiring multiple blood transfusions, with 12 total during hospitalization. On (B)(6) 2017 enteroscopy revealed an actively bleeding avm in the second/third portion of the duodenum immediately distal to the major papilla which was treated with 2 clips, argon plasma coagulation and epinephrine. Prior to being discharged, the patient had stable hemoglobin levels of greater than 8 g/dl for 72 hours without transfusion. The gi team recommended octreotide to decrease risk of subsequent avms, and the patient was discharged on (B)(6) 2016 with a delivery of home octreotide injection as well as gi follow-up. It was reported that the patient has not had a gi bleed since (B)(6) 2016 admission. No additional information was provided.